Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav catheter and an irrigation issue occurred during use on the patient. The pentaray nav catheter maintenance drip stopped flushing during the procedure. The catheter flush was maintained by an IV pump at a low rate. The catheter was removed from the body and was able to hand flush normally. No clots or kinks in the catheter were noted. The physician decided not to continue using the pentaray nav catheter. The procedure continued. There was no patient consequence reported. Additional information was received. This issue was noted after the device was used on patient. Unsure if the suspected device was the catheter or the pump for the reported flow/irrigation issue. A sigma pump was used. Down stream occlusion error was noted on the pump. The steps taken to resolve the irrigation issue was to reseat the tubing in the pump and reposition the pentaray nav catheter. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during the ablation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31339121l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).